Event description:
The manufacturer's representative reported that the catheter had become disconnected from the pump and the pocket was filled with cerebrospinal fluid. The patient was being taken to surgery for a catheter revision. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available to us.